Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 441 mg/dl at the time of the incident and other blood glucose value was 181 mg/dl. Customer was treated with injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.